Event description:
The hearing aid (h/a) user came into the dispenser's office with a broken hearing aid. The dispenser made an impression of her ear. When the impression was removed, the client complained that she couldn't hear as well as when she came in the office. Client saw a doctor who diagnosed a perforated left ear. The doctor patched the perforation.